Event description:
The malfunction is filed under aag reference: (B)(4).

Manufacturer narrative:
H6: update of h6 codes. UDI: (B)(4). Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. No CAPA was required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a screwdriver. According to the customer description, the arcadiusxp was implanted and while inserting the first screw, the tip of the driver (me013r) broke off in the head of the screw. The implant was removed and a new implanted screws were used. There was another driver in the set, which was used instead. The procedure was an anterior/posterior lumbar interbody fusion (aplif). There was no patient harm; there was a surgical delay of approximately 5 minutes. Additional information was not provided nor available / was not available. Additional patient information is not available. (B)(4).